Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The actual date the incident occurred is unknown. The date entered in section b3 is from the customer¿s report of the event occurred in ¿(B)(6) 2023¿. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The high/low glucose alarm did not sound, and customer was unaware of changes in glucose levels. As a result, the customer experienced a loss of consciousness and self-treated by drinking juice. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Visual inspection was performed on the usb/charging cable and no damage was observed. Usb/charging cable was passing the test. Visual inspection was performed on the power adapter and no issues were observed. Performed load test on the returned power adapter and results were within specification range. Power adapter was passing the test. Visual inspection was performed on the returned reader and no physical damage was observed. Reader was tested for volume and vibration settings through different testing and all results were within the specifications. The isf (interstitial fluid) data was downloaded using approved software and tested the data. All results were within the limits. Ble functionality test was performed by activating sensor with returned reader and everything was shown activated. Wait for few minutes and it was observed that there was no disruption in the ble connection between the devices. The reader was connected to computer and works properly. All results were within the specifications. The passing of functionality test indicates that there was no alarm issues as complained by the customer. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The high/low glucose alarm did not sound, and customer was unaware of changes in glucose levels. As a result, the customer experienced a loss of consciousness and self-treated by drinking juice. No further treatment was reported. There was no report of death or permanent impairment associated with this event.